Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when looking at the data, there was a system controller internal fault with an advisory alarm. The system controller was exchanged in order to understand the advisory alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 4 days (03jan2024 ¿ 05jan2024, 15jan2024, 29feb2024 per timestamp). Events captured on 29feb2024 took place at abbott. Controller internal fault alarms were active on (B)(6) 2023 at 18:46:06 and did not clear in the log file. The alarms activated due to an lcd communication fault. The driveline was disconnected at 19:40:26 and was not reconnected for the remainder of the log file. The controller was shut down on (B)(6) 2024 at 03:24:37. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and did not pass. The controller was connected to a mock loop and was able to operate a pump; however, controller fault alarms were active. The alarms were isolated to the lcd printed circuit board (pcb). Following circuit analysis, the issue was found to be caused by the main integrated circuit (ic) u7. The ic was replaced, and the issue resolved. The root cause of the reported event was conclusively determined to be caused by the ic u7. Incidental finding: a system stop was noted in the log file. The driveline was disconnected at 19:33:51 and then reconnected at 19:33:55 on (B)(6) 2024. The driveline was disconnected again at 19:40:26 and was not reconnected for the remainder of the log file. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller fault, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.